Manufacturer narrative:
Patient code: 3191 should be corrected to 2692 in initial medwatch report. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial. Visual inspection found no visible damage to lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -5.00/1.5/080 (sphere/cylinder/axis) , implantable collamer lens into the patient's left eye (os) on (B)(6) 2019.the lens was removed and replaced for a shorter length lens during initial surgery due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.